Event description:
During insertion of implant into resorbed mandible with extremely dense inferior order, apical end of implant became jammed in the bone and upon continued application of torque separated.